Event description:
During a laparoscopic cholecystectomy, a maryland dissector was used. When the svc was activated, there was a bright flash and a loud electrical "crack" noted while instrument was on surgeons hand. Faint burning odor also noted. The cord separated where the grey connector meets the black connector. The electro-cautery cord was replaced with another one. No injury occurred to the pt or the surgeon. The device reported will be returned to the MFR.